Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation. Reprogramming was attempted to no avail. Lead diagnostics showed that contacts 6, 9-16 had high impedances with impedances >3000 ohms. Targeted pain pattern is low back and both legs. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section d6a - date of implant corrected.